Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329, lot# 0011708160; product type: 0195-heart valves; implant date ; explant date product ID l-evolutfx-2329; product type: 0195-heart valves; implant date ; explant date product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was released from the delivery catheter system (dcs). Subsequently, the valve dislodged from the annulus into the sinotubular junction (stj). A second valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: four media files were submitted to medtronic for review of the event. The patient¿s executive summary was not provided for anatomical review. Depth assessment was performed in the cusp overlap view and was less than 1 millimeter (mm) at the non-coronary cusp (ncc). Depth assessment in the lao was not provided. Medtronic recommends a target depth of 3mm. A recapture is recommended if depth <(><<)>1mm or >5mm. In this case, a recapture was warranted; however, despite the very high depth, the valve was released which resulted in aortic dislodgment. An aortogram confirmed valve position in the ascending aorta. There is not evidence that a snare was used to secure the dislodged valve in place prior to implanting the second valve. Even though aortic dissection was not reported, there are signs of possible disruption to the aortic wall near the inflow of the dislodged valve. Of note, medtronic recommends snaring and maintaining the snare attached to a dislodged valve when a new delivery system is advanced to mitigate the risk of further dislodgment during implantation of a new valve. The device history record and frame record were reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, and compliance of the aorta and native vessels, but a root cause could not be established from the information available. This event does not indicate device misuse or malfunction. Updated: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that a non-medtronic guidewire was used for implant. A pre-implant balloon aortic valvuloplasty (bav) was not performed and a post-implant bav was not performed. Prior to deployment, the starting point was at the bottom of the pigtail catheter. Prior to the dislodgement of the valve, the implanted depth on the non-coronary cusp (ncc) and left coronary cusp (lcc) was -1 millimeter¿s (mm). After valve dislodgement, the implant depth was -2 mm on the ncc and lcc. It was further reported that the valve was constrained, which contributed to the dislodgement. No additional adverse patient effects were reported.